Manufacturer narrative:
Investigation - evaluation: a review of the device history record, dimensional verification, specifications, quality control and visual inspection of the returned device was conducted during the investigation. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Dimensional inspection of the devices determined that the devices were in specification per their drawing at the time they were manufactured. Two used devices were returned for investigation. One device still had the coil attached with the proximal and distal welds present and 5 cm apart. The other device had the coil and distal weld detached and was severely stretched, measuring 18.5 cm instead of the 5.8 cm specification. Based on the information provided, examination of the returned devices and the results of our investigation, it is feasible to suggest that the embolization coil delivery wire separated due to excessive pressure on the device based upon the observed absence of the distal weld in the complaint device. The lot involved was manufactured prior to implementation of measures undertaken to address this failure mode of delivery wire separation. We will continue to monitor for similar complaints.

Event description:
The customer reported that a patient was undergoing splenic embolization procedure using the retracta detachable embolization coil. The distal portion of the delivery wire reportedly shredded while within the patient but was successfully removed. During the removal process, the retracta/mreye coil was drawn back into the patient's aorta while the physician attempted to remove the directional catheter. The device was snared down into the common femoral artery for removal, however the patient required transport to the operating room and a femoral artery cut-down in order to fully explant the coil. The patient is reported as "fine." No further event or patient information was provided.